Event description:
It was reported the manufacturer representative suspected the patient was getting poor therapy and/or was having adverse effects from the stimulation. A revision was planned for the patient; "planning to pull back lead some and testing separately." Additional information received reported the patient complained of a dystonic right foot. His right foot was turning inwards and his toes were cramping up. No devices were explanted. Through CT and MRI, it was determined the lead had migrated roughly 5-6mm from initial implant location. A lead revision of the left stn lead took place on (B)(6) 2012. During this surgical procedure, the physician pulled the lead back approximately 6mm. Intraoperative testing was performed by the movement disorders neurologist. It was determined the patient had control of his right foot without the inward turning when stimulation was on. The patient tolerated the surgical revision without any difficulties and was to be released from the hospital the same day. A follow up appointment was planned.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v319148, product type lead; product ID 3389s-40, lot # v479550, implanted: (B)(6) 2010, product type lead.